Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead dislodged one day post implant. The lead had displayed loss of capture. A chest x-ray was performed which verified a lead dislodgement. The lead was to be repositioned. Subsequent information indicated that the patient underwent a lead revision procedure where tech lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.